Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl and 594 mg/dl. The customer also experienced heart attack. The customer experienced vomiting as a symptom of high blood glucose level. The customer treated high blood glucose level with the insulin pump and drank water. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.